Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer stated that there is nothing wrong with her pump and that she has been sick for a few days. Customer's blood glucose reading was 589 mg/dl. Customer stated she has contacted her health care professional regarding the unexplained high blood glucose levels. Customer reported that she treated her high blood glucose with a bolus from the insulin pump earlier. Customer also stated that she changes out her infusion set and site. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Replacement product is being sent.